Event description:
It was reported that during a coronary stenting treatment procedure, stent damage was noticed. Vascular access was obtained via the femoral artery. The 90% stenosed de novo lesion was located in the severly tortuous and severely calcified left anterior descending (lad). The lesion was predilated using a 3.0mm non-bsc balloon. The 3.00x24mm veriflex stent delivery system was advanced to the lesion but could not cross the lesion. After several attempts to cross the lesion, it was noted that the stent was damaged distally. The procedure was completed with a different device. There were no patient complications and the patient condition was listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The complaint report states that the lesion contained 90% stenosis and was severely calcified and severely tortuous. Heavily calcified lesions and highly tortuous lesions are contraindicated in the dfu. The complaint report also states that resistance was felt during advancing. The dfu states that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guiding catheter should be removed as a single unit. These could be potential contributing factors to the complaint incident. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).